Event description:
One pt sample with discrepant lithium results. Initial result gave 2.68 mmol/l. Same sample repeated five times giving 0.87, 0.86 three times and 0.85 mmol/l, respectively. No erroneous results were reported. The field service rep was unable to determine the cause for the discrepancy, however noted adjustments were performed on the ise mix tower. Performance tests were performed and within specification.

Manufacturer narrative:
See scanned pages.